Event description:
The pt reportedly fell and hit their head. In 2006, the pt was seen by a company representative for evaluation. Testing performed confirmed that the device was not functional. Surgery will be scheduled to explant the pt's device.